Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 9 months. Through follow-up with the health-care provider, it was learned that the explant was due to prosthetic aortic valve endocarditis. The patient had his aortic and mitral valve replaced. The patient then the patient expired in the operating room. The original diagnosis states "infective endocarditis involving the aortic valve prosthesis as well as native mitral valve with abscess within the aortic and mitral continuity and large mobile vegetation". The operation performed consisted of "debridement of infected endocarditis with aortic valve replacement and mitral valve replacement". When the aortic bioprosthesis was removed "the sutures in the aorticomitral continuity gave way quite readily suggesting infected annular tissue there. After removal of the valve, it was apparent that there was a lot of necrotic tissue in the area of the aorticomitral continuity. The vegetation and obvious infection extended well down on to the anterior leaflet of the mitral valve. The mitral valve was placed first, additional annulus repair was conducted with a piece of bovine pericardium then the aortic valve was placed. Appropriate de-airing procedures were carried out...we had difficulty achieving a rhythm but, with esmolol, electrical defibrillation and some amiodarone, we were able to achieve a paced rhythm. Additional hemostatic sutures were required, but this was, for the most part, satisfactory. Tee and gross inspection showed rv motion was satisfactory, and left ventricular function was satisfactory and improving. Upon separation from cardiopulmonary bypass, after a period of resuscitation it was apparent that there was considerable perivalvular leak in both the mitral and aortic prosthesis positions. It was judged that revision would not be successful. The patient developed pulmonary edema and, thereafter, his hemodynamic status deteriorated, and he expired on the table. We speculated that the perivalvular leak was due to some of the pledgeted valve sutures pulling through the fragile tissues of this chronically ill, renal failure, hemodialysis patient. A cursory closure was made. The surgeon does not indicate a relationship of the endocarditis to the valve. According to the surgeon, the source of the endocarditis is "probably long-standing percutaneous hemodialysis catheter". There are multiple redundant manufacturing controls that insure the sterility of the valve as provided to the hospital.

Manufacturer narrative:
(B)(4) = vegetations. Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the reported event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon indicated the source of the endocarditis is "probably long-standing percutaneous hemodialysis catheter".